Event description:
The customer states that in 2002, a serum bhcg on a pt was tested on axsym which generated a result of 0.55 miu/ml and was reported as <2.0 miu/ml. In 1/03, the pt had an ultrasound which determined the pt to be 14 weeks pregnant. The original serum sample had been discarded. No followup bhcg testing was ordered. No impact to pt management was reported.